Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information to b5. Updated fields: d8, h2, h3, h4, h6, h11. Additional information fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contacts on the connector, corrosion on the scope mount, corrosion of lever on head section, cable breakage and water ingress on main body. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a pre-use inspection for a therapeutic transurethral resection procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had poor image quality. The procedure name is unknown. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.